Event description:
It was reported within a few weeks of implant, the patient came into the office for the first post-operation check. Testing showed that the atrial lead was not functioning. Further assessment showed that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.